Event description:
The patient was undergoing a catheterization procedure on the right pda. Following the successful deployment of the stent as intended, the physician was unable to inflate the post-dilation balloon (device at issue in this report). The physician attempted to remove the balloon after it failed to inflate. He noted that the balloon was fractured halfway. The catheter was removed from the patient and the remaining portion of the balloon was removed from inside the catheter.the patient was not impacted by the device failure.